Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient experienced an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter and an adverse event. Date of issue is an approximation. The sensor was inserted into the abdomen on (B)(6) 2018. The patient stated they were at a regularly scheduled doctor's appointment and the cgm was displaying low. Based on the reading on the cgm, the doctor's office called 911 and when the emergency medical technicians (emts) arrived, they checked the patient's bg and the meter was displaying 83mg/dl. The emts administered the patient with glucagon. No symptoms or injury were reported. No additional patient or event information is available. Data was provided for investigation. Confirmation of the problem was confirmed via data. The probable cause could not be determined.